Event description:
The pt reportedly experienced intermittencies with his cochlear implant. The pt was seen at the center, and the external equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's device will be scheduled.